Event description:
Treatment of a large inferior carotid artery (ica) aneurysm. During a balloon assisted coiling treatment, it was reported that the last coil (15th coil) was introduced into the aneurysm and had to be re-positioned due to the large amount of coils already in there and was stretched and separated from the pusher in the process. Subsequently, the physician used a solitaire stent to pin the separated end of the coil against the vessel wall. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the pt. (B)(4).